Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter denied any moisture in or damage to the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 01/20/2017. Device evaluation: the device has been returned and evaluated by product analysis on 01/05/2017 with the following findings: a review of the black box indicated one reboot occurred on (B)(6) 2016. Visual inspection revealed moisture in the battery compartment. The battery cap was not returned with the pump for investigation; a test cap was used to complete testing. The battery compartment was observed to be cracked. The test battery cap was tightened and then unscrewed a half turn and the pump rebooted. The test cap was fastened all the way and no further power issues occurred. The pump was exercised for 24 hours with no power interruptions. Leak testing did not reveal any leaks. The pump was opened and no internal moisture was found. Unrelated to the original complaint, investigation revealed that the cartridge compartment was cracked and the display was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.